Event description:
In an undated report rec'd by the distributor in 2/2001, an unidentified person, possibly a distributor salesman, noted the following: among six physician users of the perma-seal graft, 10-13 grafts were implanted. Three infections were noted, along with an unspecified number of thromboses and subsequent surgical revisions or removals. There is no information regarding pt selection, peri-operative managment, or graft handling.